Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Ntw (lot:31007a1044) was successfully placed on the valve. Post implant the valve gradient was 6mmhg. On (B)(6) 2024, the patient returned for intervention. During a follow-up transthoracic echocardiogram on (B)(6) 2024, the clip was observed to have detached from the posterior leaflet (single leaflet device attachment (slda)) and mr was worsening grade 4. Patient had dyspnea. Two additional mitraclips were added on either side of the slda to stabilize, reducing mr to trace.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effects of recurrent mr and subsequent dyspnea appear to be related to the slda. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and two additional mitraclips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.